Event description:
While purging the tubing for the injector, the bottom ring of the syringe popped off while the injector was moving forward. This was identified by the tech and the unit was stopped, retracted the syringes and replaced with new.